Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 07-april-2024, it was reported by the patient that infusion set fell off during use. Approx 24 hours the infusion set was in use. 4 infusion set was affected. No further information was available